Manufacturer narrative:
Additional analysis was performed. The damage to the oxide layer within the integrated circuit was determined to have occurred after the shock was delivered. A device with a damaged integrated circuit would not have been able to deliver a shock sufficient to melt lead conductors. Further analysis of the high power output module confirmed high-energy electrical overstress damage consistent with shocking into a shorted lead condition. This overstress damage induced damage to the oxide layer of the device's integrated circuit. The subsequent laboratory analysis concluded that overstress damage caused by shocking into a shorted lead condition also caused damage to the integrated circuit.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry and a memory download was unable to be performed. No tones were emitted with a magnet application. Visual inspection of the header and case found no device anomalies. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. Analysis of the lead determined that the lead had experienced an insulation abrasion due to clavicular first rib crush, and there was evidence of arcing damage (melted metal) at this location. However, device analysis was unable to confirm if the lead had experienced a shorted condition during the delivery of a shock.

Manufacturer narrative:
The ICD was returned but laboratory analysis is still ongoing. Once analysis is completed, this report will be updated.

Event description:
Analysis was completed.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with noise that was oversensed and resulted in episodes to be recorded in arrhythmia logbook of the implantable cardioverter defibrillator (ICD) . The noise lasted between 0.5 to 2.5 seconds. No inappropriate shocks were delivered and there was no pacing inhibition as this patient is not pacemaker dependent. In addition, the pacing impedances had decreased to 250 ohms over the past year and the physician suspected a lead insulation issue. All other lead measurements, including shock impedances, had remained stable. A lead revision was going to be scheduled to replace the lead. No adverse patient effects were reported during the follow up. Additional information was later reported that the patient with this lead and ICD died at home several days before the lead revision could be performed. The cause of death is currently unknown and the physician feels that the ICD may have contributed to the patient's death. When an attempt was made to deactivate the ICD so it could be explanted, it was discovered that the device could not be interrogated and there were no tones emitted with a magnet application. Boston scientific technical services (ts) was contacted for assistance on how to explant the device without the physician receiving a shock. A magnet was applied to the ICD and the rv lead was then cut distal to the suture sleeve. The portion of the lead remaining in the patient's heart was capped and the heart will be sent to another hospital for autopsy. The ICD with the other portion of the rv lead will be returned for laboratory analysis.